Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 31. On 2024-02-05, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, swelling, bleeding and fistula. No further patient complications were reported.